Event description:
It was reported that the helix mechanism "failed" during the attempt to implant the right ventricular (rv) lead. Another rv lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant.